Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/22/2015 with the following findings: a review of the black box data showed alarms related to battery use and reboots on (B)(6) 2015. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture corrosion was visible in the battery compartment. The pump failed a leak test at the battery compartment. The returned battery cap was unable to fully tighten on to the pump; however, no battery loss was observed. The pump¿s current draws were found to be within specifications. The pump cover was opened and no evidence of moisture ingress or loose components was found. The complaint was not duplicated during testing. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.